Event description:
Burns but does not cut tissue.======================manufacturer response for sealing device, ligasure impact(per site reporter).======================took information on patient and device. Representative will pick up device.